Manufacturer narrative:
Correction to the initial report: g2 selected ¿consumer¿; however, this device is not used by a consumer and it was inadvertently selected. Additional information regarding the event was received, please reference b5 for further information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device could not be confirmed. Growth of bacterium was found through culture testing by the user after reprocessing. The following is included in the instructions for use (IFU): "precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Replace the water filter at least once a month to prevent contamination of the rinse water." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from olympus field service engineer. The water used in the hospital's gastroscope room was ultrapure water, which had been filtered. The hospital reported that the contamination was due to the bacterial contamination of the air gun tube in the gastroscope room and not related to the subject device.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization processes of the endoscopes onsite. The device was reprocessed on 12/2/2021 prior to the device being evaluated by olympus. During bedside cleaning, the customer wipes the insertion part, suctions the enzyme solution, replaces the air/water button for air and water supply and flushes the auxiliary pipe channel. When brushing equipment in the sink, the customer wipes the lens body in the enzyme solution, brushes the suction cylinder and pliers pipe and then immerses the parts in the enzyme solution. The customer uses detergent xin hua and disinfectant langsuo (treatment time is 10 minutes). The customer uses automatic endoscopy reprocessor (aer) oer-aw, serial number (B)(4). The water supply line disinfection was last carried out on nov 22, 2021. The water filter was last replaced on sep 30, 2021. Implementation of alcohol flash is every day. The device has been returned and evaluated. The device evaluation found a scratches inside the instrument/forceps channel tube. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported there was an excessive presence of the bacteria bacillus pumilus on the evis lucera gastrointestinal videoscope in a culture test sample taken at the time of reprocessing. The intended gastroscopy procedure was completed with another similar device with no more than a 15 minute delay. There is no harm or adverse impact to any patient.